Event description:
The customer contact reported a separation. The tubing set was being used to deliver an unspecified volume of normal saline. After an unspecified length of time in use, the tubing separated from the leg of the lower y-site. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no delay in therapy critical for this patient. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).